Event description:
Customer reported that her sensor needle broke inside her body at the time of insertion. Customer stated that she was able to take out, but it did hurt a lot and it caused her to bleed a lot. Customer stated that when she was able to remove the needle from her body she was able to see a piece of metal hanging from the sensor. Nothing further was reported.

Manufacturer narrative:
Inspected one opened or used sensor and it failed per specification. Bent electrode tip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.